Event description:
User facility medwatch report indicates when using the endo button drill the drill piece broke off within the patient. C-arm was called to confirm that the remaining piece was in the patient. Per md, removal of the piece would cause more harm, md informed parents of the incident.